Manufacturer narrative:
The reported incident that a ¿superior plate - decreased curvature variax clavicle 7 hole / left¿ broke 20 days after the primary surgery (s-12) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The plate was received broken in 2 pieces. A visual inspection revealed that the surface of both pieces has a lot of scratches, dents and signs of rust, most likely caused during contouring, implantation and/or explantation. The broken surfaces, on both parts, are quite fibrous and show progression lines. Such a pattern is consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. On the received plate an origin where a crack started, a fatigue zone and an instantaneous zone, can all be identified (see attached inspection document). This means that the fracture started at the point of the origin and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke. Most likely, due to the initial contouring, the integrity of the plate could have been compromised, and with the loads, which are produced on the implant while it is implanted on the patient, the plate ended up breaking. According to the op. Tech. During plate contouring, ¿all of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate.¿ moreover, it is clearly stated in the IFU that ¿contouring or bending of an implant should be avoided where possible because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures.¿ please pay attention to the relevant IFU and ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered.¿ furthermore, please keep in mind, what is mentioned in the IFU, that plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ also, ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Last but not least, it is common that adverse results may be clinically related rather than device related. Such a case would be obesity. As specified in the IFU, ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ particularly, ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ moreover, as the op. Tech. Clearly states, ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information were provided related to the patient, and it cannot be confirmed whether the implant became loose due to that. Based on the above-mentioned observations, in combination with the fractured surface, which is consistent with fatigue fracture, the case could be classified as a patient-related, due to overload. A review of the device history for the reported lot of the ¿superior plate - decreased curvature variax clavicle 7 hole / left¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient procedure occurs on (B)(6) for a clavicle fracture and after 20 days per patients' they had pain. The surgeon noticed that the plate used for the fracture was broken due to a rx review. The surgeon removed the plate on (B)(6) and implant a new one.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient procedure occurs on (B)(6) for a clavicule fracture and after 20 days per patients' they had pain. The surgeon noticed that the plate used for the fracture was broken due to a rx review. The surgeon removed the plate on (B)(6) and implant a new one.